Manufacturer narrative:
Documentation was obtained from customer and is currently under review.

Event description:
Customer reported no pacer spikes from the vseries monitor and panorama telepacks. No pt injury was reported.